Event description:
Pt experienced dysphagia 2 weeks after treatment. He switched to a soft diet and had no problems until he reverted back to regular food. The pt underwent one non-surgical, endoscopic dilation. The physician confirmed that the event was related to any malfunction of the device and that the stricture was resolved.